Event description:
It was reported that, during a surgery, the suturefix anchor came out from the bone during tying the knot. The anchor was removed from the bone. Another anchor was placed in a new hole. The procedure was successfully completed without a significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging. The device has been deployed and anchor, suture are missing. No physical damage visible to the device. A functional evaluation of the returned device found that device has been actuated therefore no function test can be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.